Manufacturer narrative:
The investigation of optical signal issue has been completed. Based on the device and data analysis the optical system sensor errors were caused by a low signal not reliable (snr) optical bench.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an automated impella controller (aic) had an optical sensor failure during patient support. The aic was swapped and support was continued with the same impella cp pump without issue. There was no patient harm.